Event description:
It was reported that during a transseptal puncture procedure, a versacross rf wire was selected for use. The physician tried to insert the versacross rf wire directly through the non-boston scientific syringe needle causing bending of the wire tip. Thus, the device was replaced, and the issue was resolved. Procedure was completed successfully. No patient complications were reported. The device is still on hospital facilities and the product will not return for analysis. It has been further mentioned that when the versacross rf wire was inserted directly into the non-boston scientific needle utilized for femoral access, it became stuck just after the tip of the non-boston scientific needle. The physician attempted to pull it out, but was unable to do so and therefore removed the versacross rf wire and needle altogether. Outside the patient's body, the physician was able to retract the versacross rf wire from the needle, and that's when the kink was noted. No other issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.